Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Pictures were provided for evaluation, but evaluation has not been completed.

Event description:
The event involved a chemolock¿ which was reported to be leaking. The reporter stated that during the first trial for transarterial chemoembolisation (tace) using lipiodol and doxorubicin 50mg, there was leaking from the spinning chemolock. The medicine leaked from the connection part. The mating devices involved were a vial spike, chemolock port, and syringe. There is unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint of leakage can be confirmed based on the photos provided. Received a series of photos showing leakage from the connection point between the syringe and the cl2000s. No damages can be observed. No samples were returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 4382281 was reviewed and no non conformities were found that would have led to the reported complaint.